Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission noted that the right ventricular (rv) lead had low r-waves. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.